Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number information could not be tracked because it was present on old system that is no longer used by the company. Thus, it is not possible to obtain this information.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed in intraoral region 28#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved and the patient presented bone type I.